Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared, to which the caller agreed and understood.